Event description:
Customer reported that they ran half of a 384 well plate and then performed a subsequent run on the second half of the same plate. Since performing these runs, customer reported that all subsequent plate/wells have been positive/contaminated. Field applications team provided the decontamination procedure. Customer reported that the decontamination did not resolve the issue. Customer has since reached out to thermo fisher to have the instrument decontaminated.

Manufacturer narrative:
Contamination confirmed through initial investigation and product ruled out of route cause of incident. No further investigation required at this point. Customer has not reported any further issues with product. Patient status was not reported. No patient harm, injury or adverse health consequences were communicated by the customer to lumiradx for the reported event.